Event description:
Additional information received from the healthcare professional (hcp) revealed patient was first injected with 2 syringes of juvéderm volbella® xc. Approximately 6 weeks later, patient was injected with 1 syringe of juvéderm volbella® xc in the lips and smoker¿s lines and 1 syringe of juvéderm voluma® xc in the chin/marionette area. About 3 months later, patient had a dental procedure. Symptoms were noticed ¿a few days after the dental procedure.¿ an unspecified amount of time later, patient¿s symptoms were treated with hyaluronidase, clarithromycin, and minocycline. Symptoms are ongoing.

Manufacturer narrative:
Corrected to reflect the information received. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hardness" and "some tiny bumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Instructions for use: the injection technique for juvéderm voluma® xc with regard to the angle and orientation of the bevel, the depth (subcutaneous and/or submuscular/supraperiosteal) of injection, and the quantity administered may vary depending on the area being treated. Injection of juvéderm voluma® xc too superficially (intradermally), or in large volumes over a small area, may result in visible and persistent lumps and/or discoloration. Juvéderm voluma® xc should be distributed in small aliquots (small boluses of 0.1 ml to 0.2 ml) over a large area to reduce the risk of persistent lumpiness.

Event description:
Patient reported they were injected with 1 syringe of juvéderm volbella® xc and one syringe with juvéderm voluma® xc around the lips, down by the side of chin and vertical lip lines. Later that month, they were injected with one syringe of juvéderm volbella® xc in the lips. Approximately 15 months later patient started experiencing "hardness" and "some tiny bumps" around the mouth. This is the same event and the same patient reported under MDR ID # 3005113652-2018-01620 (allergan (B)(4)) and MDR ID # 3005113652-2018-01634 (allergan (B)(4)). This MDR is being submitted for juvéderm voluma® xc.